Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in coma for 6 months and experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 487 mg/dl. Customer was treated with manual injection and bolus. Customer also reported that the insulin pump had insulin flow blocked alarm. Troubleshooting was declined for high blood glucose and insulin flow blocked alarm. The insulin pump will not be returned for analysis.